Manufacturer narrative:
Product not yet returned. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/09/2104).

Event description:
Consumer complaint of high blood results. Customer normally is 115-120mg/dl. Back to back blood results were 131 and 126mg/dl. Last results from memory were 518mg/dl, 363mgdl, 284mg/dl, 411mg/dl, 247mg/dl. The results of 284 and 247mg/dl were performed 2 hours after eating. Based on parkes error grid analysis, the bias between the highest fasting result given (284) and the normal result (115) is located in zone c. No adverse event reported.